Manufacturer narrative:
The reported event of intermittent loss of capture was not confirmed. A lead was returned in one piece. Electrical testing, visual examination and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a follow-up ion clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited intermittent loss of capture at maximum output. The rv lead was explanted and replaced. The patient was in stable condition.